Event description:
It was reported to covidien on 06/22/2010, that a customer had an issue with a peritoneal dialysis catheter. The customer reports a case of peritonitis in a pt of unk age and sex from (B)(6) following peritoneal dialysis. Catheter was a tenkoff implanted (B)(6) 2010, and symptoms developed (B)(6) 2010. Catheter removed and replaced. Pt treated with gentamycin and vancomycin and was recovered on (B)(6) 2010. No reported defect in catheter.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.